Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that images can be obtained with the imaging system but they are sometimes not able to be manipulated (when clicking page up or page down, application crashes). It did happen with the primary hdd, but the issue was not happening with the secondary hdd, so we assume the issue will be resolved by replacing the computer. The hard disk was replaced and the issue was resolved. The malfunctioning hard disk has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a cranial resection procedure, the software was not functioning properly. It was reported that after taking a scan with the imaging system, it was not possible to acquire points on the head using the touchscreen. The mouse and keyboard were also reportedly not functioning. The use of medtronic imaging and navigation were discontinued because of this issue. No impact to the patient was reported. The procedure was completed successfully. No additional details were provided.

Manufacturer narrative:
Patient information provided. The hardware investigation of the returned computer found that the reported event was related to a software issue. The problem that occurred on site was that the images were not refreshing during scrolling the images up and down. The hard disk drive (hdd) was replaced with another nominal hdd unit and the reported problem was solved. The returned hdd was checked and the following was found: the problem that images were not refreshing during scrolling the images up and down was able to be duplicated. The sub software called ¿prserver¿ (¿off the shelf product¿) that is integrated in the polestar software is responsible for the system images refreshing. During hdd performance test (using windows tool), it was found that the hdd functionality is comply ¿ no bad sectors and no physical damage. It was identified that a software anomaly failure in the sub software ¿prserver¿ was the cause of the problem in the hdd leading to the images not refreshing. The reported event was confirmed. The software investigation concurred that the reported event was related to a software issue.